Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and scratches and damage to the cover were noted. No damage to the warranty seal was noted. The returned device was assembled with ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The device was run for 30 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended, no errors or sudden changes in pressure were noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. No problem found. Complaint allegation is not confirmed.

Manufacturer narrative:
Additional information: g3, h3, h6. During evaluation pump output was 1600 ml's per minute. Power supply and capacitor number 17jx3m require replacement. Physical damage was found to the top cover, bottom cover, and there are 4 missing bumpers. Serial label requires replacement; software label requires update from v1.10 rev.33 to v1.10 rev 38. Update software label from v1.10 rev 33 to v1.10 rev.38 and recertify the device. See vendor evaluation

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump was not balancing right. This was discovered during a case with no patient harm.